Event description:
Medtronic (covidien) received information that during a right cavernous internal carotid artery aneurysm with pipeline flex flow diversion treatment, the physician experienced one pipeline flex device needed balloon angioplasty to open the device and another device did not open at all. It was reported that the physician needed to balloon to open up the first device, a pipeline flex 5x35. After the ballooning, the device still appeared to have some endo-leak distally so the physician tried an extra pipeline flex. The physician deployed a second device, pipeline flex 5x16 to help with the endo-leak, however, this device did not open at all, so the physician removed it. The device then deployed in the air when it did not open properly in the patient. The pipeline flex 5x16 was returned, however, the catheter and push wire were discarded. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline was returned for evaluation without the pushwire and catheter as they were discarded. One end of the pipeline was not opened due to damaged braid. The other end of the pipeline was opened with damaged braid. No other anomalies were observed. No other complaints have been reported against the lot number. Based on the above findings, the customer's report was confirmed. One end of the pipeline was not opened due to damaged braid. However, the cause for damage could not be determined. The instruction for use stated that reseheathing of the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid. All products are 100% inspected for damage and irregularities during manufacture. (B)(4). Same event as reported in MDR MFR# 2029214-2015-00208.